Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited inappropriate mode switch due to suspected far field r wave oversensing. No intervention was performed. Further information was requested however, was not provided.

Event description:
New information noted that there were no patient consequences.